Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from "the middle port on the bottom of the bag but were not certain if that was the location of the leak on all bags". The leaks were discovered during an unknown process step. There was no patient involvement. No additional information is available.